Event description:
Device malfunction: none. Symptoms/ae: interrupted blood flow and thrombosis. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure after a diagnostic procedure. Reportedly, absence of blood flow was noted between the common iliac and the femoral artery at the access site. An intra-vascular thrombosis was diagnosed and removed by surgical cut down. There were no reported adverse patient sequelae and the patient was reported to be doing fine. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.